Manufacturer narrative:
Additional narrative: patient weight is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon has a patient that had an adverse reaction from rapidsorb implants. The original surgery was performed on (B)(4)2015 with the implantation of a rapidsorb 0.25 mm thickness mesh, in two layers, with layer of a competitors putty (20 ml) between the two mesh layers, fixed in place with rapidsorb screws. On (B)(6) 2015 the patient¿s mother reported that the patient had a ¿low grade fever¿, redness and swelling at the surgical site. The patient was readmitted to the hospital on (B)(6) 2015. The patient was returned to the operating room on (B)(6) 2015 for exploration and revision of the surgical site. There was no purulent drainage, fluid appeared clear and serous. Cultures of the surgical site were taken intraoperatively. No cerebrospinal fluid (csf) leakage was observed. The top layer of rapidsorb mesh was removed intact without difficulty. There was no obvious product degradation at that time and the screws functioned properly during removal. The surgical site was flushed, resulting in removal of a portion of the competitor's putty. No additional putty was implanted. A new rapidsorb mesh was implanted and the wound was closed. There were no reports of a surgical delay. This is 1 of 2 for report (B)(4).

Manufacturer narrative:
(B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.